Event description:
The customer reported that during use a surgeon set the device on a patient causing a burn to the patient. No specific information regarding the degree of burn, date of occurrence, device catalog + lot numbers was provided.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.